Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a stopcock attached to the hub. There was blood and contrast in the inflation lumen. The tip was damaged. Magnified inspection revealed a pinhole and scratch in the balloon material at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified artery of the left forearm. The 6.0mmx100mmx80cm-hybrid sterling balloon catheter was advanced for dilatation, however, during the first inflation at unspecified atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified artery of the left forearm. The 6.0mmx100mmx80cm-hybrid sterling¿ balloon catheter was advanced for dilatation, however, during the first inflation at unspecified atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.